Manufacturer narrative:
Initial implantation and device details unavailable at the time of this report. (B)(4). Implanted device remains.

Event description:
Per the clinic, the patient experienced skin overgrowth at the abutment site. Subsequently, the patient underwent revision surgery during an abutment change to remove the excess skin (date not reported). The implanted device remains.